Event description:
It was reported that the customer was hospitalized due to diabetic ketoacidosis, with a blood glucose reading of 425 mg/dl. It was stated that the cannula was bent when the infusion set was removed. Troubleshooting was performed. The insulin pump passed the prime and high pressure tests. The caller requested an insertion device for the customer due to bent cannulas when inserting manually. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.